Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that upon cementing the femoral component that the stem disassociated rom the femur. After retrieving the stem and reattaching with cement, the medial condyle broke off. Surgeon completed the surgery with different devices.